Manufacturer narrative:
The correct analysis results are now attached. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without defects. Especially the measurement values of the electrical analysis were within technical specifications. No anomalies could be detected during the performed screw tests. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that this lead was explanted approximately 7 weeks after implant because the patient was complaining of heart pain. The pacemaker was reprogrammed and multiple lead repositions were tried. Finally, this lead was explanted and replaced, which seemed to alleviate the symptom. No other patient events were noted. Should additional information be received, this file will be updated.